Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a damaged plate.

Manufacturer narrative:
Based on available information, the customer informed the rse that the plate was damaged. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The customer was given the part number for the pocket plates and informed that since the device is eol that parts would be difficult to come by. The device remains at the customer site and no further evaluation is warranted at this time.